Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a planned system revision due to infection. Additional information received from the field representative indicates that the patient was treated with oral antibiotics and confirmed that no lead was abandoned. There were no additional adverse effects reported. The product remains in service.